Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: could you please confirm the correct lot number? Qlmeqc or mjk136 ? =>no further information is available. Event date? =>no further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ug/m. Note: events reported in 2210968-2021-05117, 2210968-2021-05118, 2210968-2021-05119, 2210968-2021-05120, 2210968-2021-05121 and 2210968-2021-05122.

Event description:
It was reported that a patient underwent a orthopedic procedure on an unknown date and suture was used. During the procedure, 7 sutures out of 8 were broken in the middle during use. Lot number ¿ qlmeqc, mjk136 - unknown if these are the correct lot number. No adverse patient consequences were reported. Additional information was requested.